Event description:
(B)(4). The essure device was implanted even though I thought I was having a tubal ligation. Every month since. My period has lasted 10 to 12 days a month. I have severe cramping during my period and throughout the rest of the month. The bleeding is so heavy that I change a super tampon and maxi pad every hour. Lots of clotting. I have hair loss. My nails fall off. I have little white hard spots on my face near my eyes and on my eye lids that do not go away. But occasionally break open. They found cysts in my ovaries during an MRI that I was having for my hip. They were not there before. I am exhausted all the time no matter how much sleep I get. I think I am depressed. I am confused. I will be seeing my doctor about a hysterectomy on (B)(6).